Event description:
On (B)(6) 2013, the patient contacted animas to request a loaner pump, as she is currently off the pump due to a malfunction and stated her blood glucose (bg) is poorly controlled on injections and she is waiting for her insurance to kick in before she can get a replacement pump. The patient reported low bgs around 30mg/dl with "not feeling right" while on injections. The patient stated she was able to self-treat with carbohydrates or glucose tablets. This complaint is being reported because the patient allegedly experienced hypoglycemia while on a back-up plan after coming off the pump due to a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last basal and last bolus deliveries occurred on (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This medwatch submission was originally transmitted on (B)(4) 2013, but the submission was unable to be accepted due to a network file system issue in the FDA electronic submissions gateway (esg) production system. The FDA esg team has requested that this submission be re-transmitted. The submission date for this report is (B)(4) 2013 and the submission will not be considered late.